Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 20.4 cm to 20.8 cm from connector pin; the outer coil was exposed in this area. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.